Event description:
Pt's infusion set tubing had a hole. Caller indicated that the pt's blood glucose was elevated (>400 mg/dl). Caller indicated that it was possible that the pt caused the hole in the tubing. Caller indicated that pt changed her infusion set tubing, administered a correction bolus, and was able to bring her blood glucose levels down. Caller indicated that he was unable to return infusion set tubing as it had been disposed of.